Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 48 to 60 mg/dl at the time of the incident. The customer used food and was given intravenous fluids to treat. The customer experienced symptoms such as sweating and dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also had blood pressure issues. The insulin pump will not be returned for analysis.